Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pumps black box revealed pump reboots. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap contacts measured within specifications. The battery compartment was observed to be intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An intermittent power issue was not duplicated during this investigation. The pump case was removed and there was no evidence of moisture of loose components inside the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.